Event description:
It was reported that pump generated cartridge alarm 20, and caller stated issue did not cause customer¿s blood glucose level to rise above critical range. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.